Event description:
Ulceration of rectal / anal mucosa.

Manufacturer narrative:
This is a serious injury. The complaint is ulceration of rectal / anal mucosa described as quarter sized area on anal opening red / open areas. No active bleeding was reported. The diagnosis was made on visual inspection by the attending medical providers no diagnostic procedures like sigmoidoscopy, proctoscopy, colonoscopy or CT scan were required. Wound care protocols were instituted, proshield skim protectant ointment was applied and the device was removed. Reporter to the FDA on (B)(4) 2013.